Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer reported changing the infusion set and blood glucose levels continue to rise. The customer states the infusion set was bent and the site was leaking. The customer treated for the high blood glucose levels with manual injection. The customer declined to troubleshoot the issues. The infusion set will be returned for analysis.